Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nighttime low glucose alerts while using ilet with dexcom g7, with readings in the 80¿90 mg/dl range that prompted corrective intake of juice to silence app alerts; the user was advised not to correct before ilet alerts to allow proper learning and was referred to a trainer or clinician to adjust nighttime targets. Symptoms included no acute health effects. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings and insufficient information to establish a device-related problem or component failure. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.